Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion was located in the right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 3.0 x 24 mm drug eluting stent. However, was unable to cross the lesion. A 3.0 x 15 mm quantum maverick balloon was inserted to the lesion site and inflated to 12 atms for 35 seconds, 12 atms for 20 seconds, and 20 atms for 45 seconds. The same taxus express2 3.0 x 24 mm drug eluting stent was reinserted and again was unable to cross the lesion. The physician then retracted the undeployed taxus stent back into the guide catheter, however, the stent struts lifted and dislodged from the balloon. The guidewire and guide catheter were removed and replaced with a new guidewire and guide catheter. A 3.0 x 10 mm cutting balloon was used and withdrawn. A quantum maverick balloon was inserted and inflated to 22 atms for 30 seconds and the same cutting balloon was again inserted then withdrawn. A rotablator then was used with a 1.75 burr for 20 seconds at 150 rpm. The physician then inserted a 3.0 x 15 mm quantum maverick balloon and inflated to 16 atms for 32 seconds. The procedure was successfully completed with a taxus express2 3.0 x 28 mm drug eluting stent. An MRI located the embolized stent in the pt's leg. Pt status is reported to be "satisfactory/good".